Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor serum/plasma with the incident lot was observed. However, bd was not able to do a deeper investigation into this defect due to there is no catalog or lot number available. Therefore, a review of the device history record could not be conducted. Care should be taken with the aliquoting of serum/plasma into a secondary tube. If a disposable pasteur pipette is utilized, the force of pressure on the bulb should be minimal, as to not disturb the cells on which the serum/plasma rests. If excess pressure is used, rbc¿s will be removed along with the serum/plama. Upon rest, the cells will accumulate on the bottom (due to gravity) requiring centrifugation to clarify the specimen. Cellular accumulation will also occur if ¿pouring off¿ of serum/plasma is the practice. Good laboratory practices regarding the aliquoting of specimens should be followed. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for poor serum/plasma with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that residual red cells were found during use with a unspecified bd blood collection tube. The following information was provided by the initial reporter, "we have been encountering another issue with residual red cells in the prenatal screening samples. About a month ago, we noticed residual red cells at the bottoms of the tubes after aliquot. This is in about 10-20% of aliquoted samples, which then require us to re-spin the aliquot samples. Has there been a process change (eg. Change in the speed of your centrifugation) which may be causing this? Could you please investigate and let us know the findings? This is impact our workflow, as it is requiring a 2nd spin up to 20% of the time."